Event description:
The following was reported to gore: on (B)(6) 2025, the patient had an emergent endovascular procedure for an aneurysm utilizing a gore® tag® conformable thoracic stent graft with active control system (ctagac) along with other thoracic gore devices. Patient was considered for the arise trial but was screen failed and hence, physician had done an emergent procedure with off-label use of the ctagac. On (B)(6) 2026, CT images showed a type 1a endoleak on the posterior wall side of the ctag device. On (B)(6) 2026, physician notified the field sales associate that the patient will need a potential reintervention (date undecided) with a proximal extension due to the posterior wall seal loss and physician believes its a proximal endoleak.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: CT imaging from on (B)(6) 2026 confirm endoleak on the proximal region of the device near the innominate artery. Cannot confirm type of endoleak. Proximal seal of device is approximately 14 mm on centerline. Device overlap possible endoleak and approximately 14 mm of seal. Confirmed endoleak at the region of the innominate artery. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.